Manufacturer narrative:
Based on the description of the event and information received, the clinical assessment refuted the presence of a reported type ia endoleak. The computed tomography shared with endologix (dated prior to the re-intervention) revealed a pre-existing non-endologix sent present proximally without evidence of a type ia endoleak however, a type ii endoleak was identified. Type ii endoleaks are not device related rather anatomy related. Corrected data: patient code remove 1924, add 3191. Device code remove 3190, add 1108, add 2993. Remove results code 3233, add 213. Remove conclusion code 11, add 4310.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. On an unknown and later date, a distributor made endologix aware of a type ia endoleak and treatment. The physician elected to treat the patient by implanting a non-endologix aortic stent graft. The initial information was limited, and it is unclear if the event has been previously reported. To err on the side of caution, this report is being submitted. Notably, the patient has since been treated for a type ii endoleak. Type ii endoleaks are not device-related but rater anatomy-related.